Manufacturer narrative:
(B)(4) initial emdr. End user reported that no device was available for investigation. Therefore, bd was unable to perform a thorough investigation to determine the root cause for the reported failure. A lot/batch number was provided and no issues were found during production. It was reported that the patient was stable but the procedure was delayed. If any additional information becomes available or if the device becomes available for investigation a follow up emdr will be submitted. Date of event was unknown. Bd awareness date was used.

Event description:
It was reported that the scissor tip disengaged from the handle and fell into the patient during a procedure causing the surgeon to have to open up the patient. It was during a lap chole procedure. The tip was retrieved laparoscopically during a fluoroscopy. The patient was reported to be stable but there was a delay to the procedure. The procedure was completed as planned.